Event description:
The customer reported a filament regulator error failure, a pop, and a burning smell. There were no injuries reported.

Manufacturer narrative:
The ge service rep attempted to perform a filament calibration but the system failed calibration. He rebooted the system and the c-arm displayed a precharge failure message. He checked the precharge circuit and found that one of the main storage batteries had shorted. The rep replaced the batteries, booted the system without any issues, and performed a filament calibration. The system operates as intended.